Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, air was noted to be coming out of the sheath constantly. The sheath was replaced with another faradrive sheath, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. B5: describe event or problem- updated.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, air was noted to be coming out of the sheath constantly. The sheath was replaced with another faradrive sheath, and the procedure was completed without patient complications. The sheath was returned for analysis. It was further reported that there were no abnormalities were detected during the preparation or use of the sheath. A pressure bag was used for irrigation, with a minimum irrigation of 2ml. The reported air bubbles were observed in the flushing line and inside the faradrive sheath, but no air was seen in the patient.